Manufacturer narrative:
Technician found the brake was worn. Technician replaced the brake caster to resolve the issue.

Event description:
Technician alleged that the brake caster no longer holds. No pt impact.